Event description:
It was reported the patient was in the emergency room with decreased level of consciousness and altered mental status. The plan was to decrease the dose by half. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).